Event description:
A malfunction was reported on the customer's insulin pump. The customer's blood glucose (bg) level was 414 mg/dl. The customer addressed the elevated bg by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.